Event description:
A multidose vial of paclitaxel was spiked. It was spiked with the ICU medical universal vial spike w/clave. When the staff member went to draw from that vial, the vial was cracked into 3 pieces. Staff had to pull out the spike and re-spike it. It contaminated the staff member's gloves.